Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI.

Event description:
It was reported the device was leaking front bottom cover that was cracked. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked enclosure and tank cover. Functional testing found the device leaked from a severely cracked tank cover. The root cause of the reported issue was found to be user interface - tank cover screws were over tightened. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue is being monitored via an internal scar and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).